Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix panel nmic-306 false positive esbl/carbapenem producing organisms occurred. The following information was provided by the initial reporter false positive esbl/carbapenem producing organisms.

Manufacturer narrative:
H6. Investigation summary: this complaint is for false positive esbl/cpo when using phoenix panel nmic 306 (449292) batch 2158639. Customer states that an isolate was flagged as a class b carbapenemase producer, but meropenem and ertapenem were susceptible. The customer provided panel returns, isolate returns and lab reports for the investigation. The customer provided panels were received however, during investigation testing the lab was unable to complete the testing due to an operator error and tests could not be repeated. To investigate, two (2) retention panels from the complaint batch were tested using customer returned isolates of providencia stuartii (#10) on a phoenix m50 instrument and evaluated for cpo results. In addition, four (4) retention panels were tested using qc isolates of e. Coli (a25922 and 18187) on a phoenix m50 instrument and evaluated for cpo results. For a total of six (6) panels tested. During testing, one of the two retention panels tested with the customer returned p. Stuartii isolate (#10) had unsatisfactory results, with rule 1480 firing, indicating the organism is a class b carbapenemase producer. All other panels tested as part of the investigation obtained satisfactory results. Based on the investigation performed, this complaint is confirmed. Phoenix cpo detect test utilizes a workflow of observing resistance and inhibition of carbapenems and carbapenems in combination with class specific inhibitors to produce a result for the cpo detect test. This test is independent from the carbapenems on the phoenix panels used to determine mic. Due to the broad range of different types of carbapenem resistance mechanisms, the cpo detect test can have a low specificity, especially if used in an institution with a low prevalence of carbapenemase-producing organisms. Carbapenemase-producing organisms with susceptible carbapenem sir results have been described, and customers should be reminded that this test should be used in conjunction with mic to evaluate routine clinical isolates. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: media selection: isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. Ensure quality of vendor selection for plated media. Variations in formulations may impact results. Culture handling: cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. For qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). Mcfarland preparation: use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. Ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. Prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. Ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. Confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. Use bacterial suspensions within 60 minutes of preparation. Panel preparation: panels should be used within 2 hours of removal from pouch. Inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. Allow sufficient time for fluid to traverse down the well tracks before moving the panel. Avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. Inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Event description:
It was reported that while using bd phoenix panel nmic-306 false positive esbl/carbapenem producing organisms occurred. The following information was provided by the initial reporter false positive esbl/carbapenem producing organisms.